Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: medtronic, guide cath: launcher, sheath: cordis. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the totally occluded, moderately calcified, de novo 90% ostial and 90% proximal stenosed right coronary artery, after pre-dilatation with a non-abbott balloon dilatation catheter (bdc) the 2.75 x 23 mm xience v stent delivery system (sds) was advanced but when crossing the lesion the shaft was broken. The device was removed from the anatomy. A 2.75 x 23 mm non-abbott stent was implanted and the procedure successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hypotube separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances the results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.